Event description:
It was reported that since the first day post op the patient has had diffuse pigment deposits on the front of her zcb00 intraocular lens (iol). It was stated that there was still some corneal edema near the incision in the patient's right eye. The lens is definitely in the capsular bag. The patient had iridotimies about a year ago for narrow angle and is (B)(6). The patient is being treated with topical ndsaid and muro 128 drops. The doctor indicated that she will not do anything and will just observe the patient. Pigment and best spectacle visual corrective acuity (bsvca) was 20/40 noted one day post op. The patient's visual acuity is not yet stable at the time of reporting. The patient will be seen in a couple weeks after the report was received. No further information was provided.

Manufacturer narrative:
(B)(4). The manufacturing records for the intraocular lens were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the customer's report was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this lens was manufactured and did not show any change in manufacturing method, inspections, or specifications that could be related to the customer's reported complaint. The lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted at the time of submitting the MDR. (B)(4). All pertinent information available to abbott medical optics has been submitted.